Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not attach to the pt's esophagus. The capsule fell off in the pt's mouth. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis determined a reliability non-conformance. The device was returned with the capsule unattached to the delivery system. The plunger was depressed but the trocar needle was not advanced.